Manufacturer narrative:
Visually inspected and verified the insert has water and vibration meets spec. The insert was tested on a digital thermometer gauge # 6116 due date: 07/31/2019 the temperature is 82.6° degrees meets spec. Specification states not to exceed 118.4° f. (Per frs-9175 rev. 9). Visually inspected and verified insert has a leak at the hp sealing area does not meet spec. Multiple unsuccessful attempts were made to obtain the patient outcome.

Event description:
While using a 30k cavitron thinsert, it was dripping water and getting hot. The event outcome is unknown as of this MDR evaluation.